Manufacturer narrative:
Please note that this date is based off the date of publication of the article as the actual event date was not provided. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3387, serial/lot #: unknown. The reported events were from the following literature article and its accompanying supplemental material: brüggemann n, domingo a, rasche d, moll cke, rosales rl, jamora rdg, hanssen h, münchau a, graf j, weissbach a, tadic v, diesta cc, volkmann j, kühn a, münte tf, tronnier v, klein c. Association of pallidal neurostimulation and outcome predictors with x-linked dystonia parkinsonism. Jama neurology. Published online december 03, 2018; 76(2):211-216. Doi: 10.1001/jamaneurol.2018.3777. If information is provided in the future, a supplemental report will be issued.

Event description:
The following event was reported in literature: reported event: patient l-8312 ¿ one (B)(6) year-old patient with bilateral internal globus pallidus (gpi) deep brain stimulation (dbs) for x-linked dystonia parkinsonism experienced a small asymptomatic intracerebral hemorrhage around the left electrode related to surgery. The adverse event resolved without sequelae. It was noted that the reasons were speculative, but the preoperative nutritional status and disease-related effects may have contributed to the adverse event. The following device specifics were reported: activa pc implantable neurostimulator; lead model 3387 see attached literature article.